Manufacturer narrative:
(B)(4): advancer, clip. Evaluation summary: the analysis results of the el5ml found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during the consecutive firing sequences causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. During the next firing sequence, the clips were formed as conforming. The device locked out as intended but the orange indicator did not show up. An investigation was initiated to address the potential root cause of jaw opening issues. During this investigation, advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
.